Event description:
"A catheter broke partially. Due to this it was removed. Ex vivo user facility treid the catheter, and it broke with no effort in many places". The product was manually removed and pt was stable.